Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The customer did not proceed with the device repairs. No further service was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.